Event description:
It was reported that during a divinci laparoscopic right nephrectomy procedure the tech on the back table dried fired the device without a cartridge and the device would not fire and the manual override would not work, the anvil release button came off of the device. They used another device to compete the procedure with a white reload. They did not use the first device on the patient and the cartridge was used in the second device to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one ple45a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No damage on anvil release button was noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.